Event description:
The facility's biomedical dept reported an incident of an insulin overdose. The pump was infusing a 100ml bag of insulin, concentration of 100units in 100ml. A 7ml bolus of insulin was ordered. The nurse administered the bolus with the pump and reportedly, the pt received 100units of insulin within 15 minutes. The pt was awake and alert and had no adverse reaction. According to the biomed, no pt injury or medical intervnetion had been reported. Though requested by baxter, no additional info was provided regarding the pt's demographics, diagnosis and status, infusion mode used, chronology of events, and set up or programming of the pump.